Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported shaft separation was confirmed. The investigation was unable to determine a conclusive cause for the reported complaint. A review of the lot history record revealed no non-conformances from this lot. A review of the complaint history of the reported lot revealed no other incidents reported for shaft separation from this lot. Based on the information reviewed and visual inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated patient weight. Concomitant medical products: guide catheter: 8 french, 5 french diagnostic catheter, stent: 7-10x30 rx acculink. The rx accunet referenced is filed under a separate medwatch MFR number. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 7-10x30 acculink stent was implanted in the heavily tortuous, non-calcified, left internal carotid artery (lica) with the 6.5x190 accunet embolic protection device distal to the lesion. After post dilatation of the acculink stent, a 7 french aspiration catheter was inserted to aspirate potential thrombus from the accunet, when the aspiration catheter pushed the 8 french guide catheter out of the common carotid the accunet was thrust down and hit the distal end of the acculink. The accunet filter separated from the filter wire. Attempts to snare and remove the filter were unsuccessful. A 1.2x8 mini trek balloon dilatation catheter was attempted to be inserted in a 5 french diagnostic catheter and the diagnostic catheter was attempted to be inserted into an 8 french multi-purpose guide catheter (gc) to try to telescope past the stent and filter. The diagnostic catheter was halfway inside the multi-purpose gc when the mini trek separated. The point of separation on the mini trek was outside the anatomy. A balloon expandable stent was deployed in the lica to embed the separated accunet filter against the vessel wall, distal to the acculink stent and not overlapping. There were no adverse patient effects. No additional information was provided.